Event description:
Procedure type: roux-en-y. According to the reporter: post operative gastrojejunostomy leak after lap gastric by-pass. The surgeon is unsure if eea stapler played a role as the post operative scans did not show a leak, however, 2 weeks post operative, the pt was brought back to operating room after developing sepsis and a leak was found in the small bowel at or near the staple line. Pt is currently undergoing periodic abdominal washouts and surgeon is going to try and close the roux stump and place a large drain in the stomach pouch.

Manufacturer narrative:
(B)(4).